Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 30 months ago. Vessel morphology at the time of implant was not reported. It was reported that the pt was recently in a motor vehicle accident (mva). The physician believes that the accident most likely caused the type I endoleak. The CT demonstrated the stent graft was no longer completed adhered to vessel wall. The aorta is in a different position than on the previous cts, the device and the aorta were pushed up together. The physician elected to explant the stent graft since there was no room to add an aortic cuff. The explanted stent was discarded by the user facility. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval codes results: endoleak. (Mva). Secondary intervention required.